Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
Maquet sas became aware of an incident with one of surgical lights- hanaulux 2005i device. It was stated that the safety ring broke and light head fell on the ground after the surgery. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. In the time when the event occurred the device was not being used for the patient treatment. During the investigation it was found that there is no apparent trend with the issue at hand and that the reported scenario has led once to serious injury. The device involved in the current incident has been in use for about 20 years before the event occurred. It was found that the possible root cause of this event is degradation of the plastic safety sleeve, which after a long period of use, may distort or deteriorate through the use of aggressive cleaning products or disinfectants. Please note that the device was installed in 1997, it in use for 20 years until the event occurred. The malfunctioned part ¿ a safety sleeve - should be checked every 6 months during recommended maintenance as described in the chapter ¿inspection by the operator¿ in the user manual for hlx 2000 device 56351039/e. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, (B)(4). Exemption # e2018005. (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Ref # (B)(4).

Manufacturer narrative:
Additional information will be provided after investigation result.

Event description:
On the (B)(6) maquest (B)(4) became aware of an incident with hanaulux 2005i device. It was stated that lighthead fell after the surgery. The pvc ring who keeps the fixation piece on his place was broken. No one was injured as a result of this event.(B)(4).